Event description:
It was reported that a lead integrity alert triggered for short v-v intervals and abnormal pacing impedance which showed a spike about 1.5 months post device changeout. The physician indicated that it looked as if the pin of the right ventricular lead was not properly through the header. The plan was to confirm and revise. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision procedure occurred to fully insert the pin into the header.